Manufacturer narrative:
Date sent: 04/06/2009. Advancer, clip. Eval summary: the analysis results of the el5ml found that it was rec'd in good visual condition. It should be noted that on the first, third and fourth firing sequences an advancer bypass issue was ntoed; the jaws remain closed, had to be manually assisted in order to return to the open position; releasing malformed clips. However, the last three firing sequences fed and formed the clips as intended. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warrnated. The batch record was reviewed, and no anomalies were noted during the mfg process.

Event description:
It was reported that during a procedure, "the device misfired". Unk how the case was completed. There was no adverse consequence to the patient.